Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal / severe, lower abdominal cramping, even when not menstruating"), device dislocation ("the radiologist did not see my essure in the ultrasound"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 39-year-old female patient who had essure (batch no. 740651) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included chickenpox, mammoplasty, augmentation mammoplasty on (B)(6) 2008, endometrial ablation, gravida ii and parity 2 ((B)(6) 1998 and (B)(6) 2000). The patinet is non smoker/ no tobacco user, alcohol use ¿ occasional alcohol use. Previously administered products included for prevention of unwanted pregnancy: mirena iud from 2007 to (B)(6) 2010 and birth control pills from 2005 to 2007. Concurrent conditions included human papilloma virus test positive (hx of abnormal pap), neoplasm malignant, sexually active, pelvic pain, genital bleeding, uterine bleeding and body mass index normal. Concomitant products included valaciclovir hydrochloride (valtrex) for vaginitis and vulvovaginitis as well as anaesthetics (anesthesia), contraceptives nos, ibuprofen since 2012 and oxycodone since 2012. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 2 months 20 days after insertion of essure, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("unconfortable sexual intercourse"), uterine pain ("uterine pain"), back pain ("severe, back pain / lower back pain"), paraesthesia ("tingling iri lower extremities that coincided with radiating back pain"), uterine cyst ("development of cystic uterine lesions"), pelvic pain ("pelvis pain / pain"), abdominal pain ("abdominal pain"), ovarian cyst ("I started getting painful cysts on my ovaries"), ovulation pain ("painful ovulation") and weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy),and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, uterine pain, back pain, pelvic pain and abdominal pain had resolved, the device dislocation, ovarian cyst, ovulation pain and weight increased outcome was unknown and the dyspareunia, paraesthesia and uterine cyst had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, ovarian cyst, ovulation pain, paraesthesia, pelvic pain, uterine cyst, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement: app. 145 ibs. Events bleeding and pain resolved after recovery from removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tube . On (B)(6) 2011 had endometrial biopsy and preoperative ultrasound for ablation : findings: the uterus is anteverted measuring 8.2 x 3.3 x 4.9 cm without focal fibroids. Several small endometrial/myometrial cysts. Both ovaries are visualized. The right ovary measures 3.5 x 2.0 x 2.2 cm of peripheral follicles the left ovary is seen on transabdominal imaging only measuring 2.2 x 1.6 x 1.7 cm on (B)(6) 2014 had cyrus diagnostic imaging. Findings : the uterus measures 7.9x 4.8 x 3.9cm. There is a 7.0 x 6.d mm simple cyst in the lower uterine segment. The endometrium measures 4.0mm. Hypoechoic area in the upper body measuring 1.8x1.5 cm. The right ovary measures 2.3x1.3x2.4cm the left ovary measures 2.3x2.1x2.1 cm. Small subcentimeter simple cycts in the right ovary. The left ovary shows no cyst or solid mass. No free fluid in the cul-de-sac. Ultrasound : cysts on ovary. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dyspareunia ¿concerning the injuries reported in this case, the following one/ones were described in social media : ovarian cyst, device dislocation, ovulation pain, weight increased" . Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "the radiologist did not see my essure in the ultrasound, I started getting painful cysts on my ovaries, painful ovulation, weight gain" , lab data added from social media report. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal / severe, lower abdominal cramping, even when not menstruating"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 39-year-old female patient who had essure (batch no. 740651) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included chickenpox, mammoplasty, augmentation mammoplasty on (B)(6) 2008, endometrial ablation, gravida ii and parity 2 ((B)(6) 1998 and (B)(6) 2000). The patient is non smoker/ no tobacco user, alcohol use ¿ occasional alcohol use. Previously administered products included for prevention of unwanted pregnancy: mirena iud from 2007 to (B)(6) 2010 and birth control pills from 2005 to 2007. Concurrent conditions included human papilloma virus test positive (hx of abnormal pap), neoplasm malignant, sexually active, pelvic pain, genital bleeding, uterine bleeding and body mass index normal. Concomitant products included valaciclovir hydrochloride (valtrex) for vaginitis and vulvovaginitis as well as anaesthetics (anesthesia), contraceptives nos, ibuprofen since 2012 and oxycodone since 2012. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 2 months 20 days after insertion of essure, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dyspareunia ("uncomfortable sexual intercourse"), uterine pain ("uterine pain"), back pain ("severe, back pain / lower back pain"), paraesthesia ("tingling iri lower extremities that coincided with radiating back pain"), uterine cyst ("development of cystic uterine lesions"), pelvic pain ("pelvis pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, back pain, pelvic pain and abdominal pain had resolved and the dyspareunia, uterine pain, paraesthesia and uterine cyst had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, menorrhagia, paraesthesia, pelvic pain, uterine cyst, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: approximate weight at the time of essure placement: app. 145 ibs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tube on 17-may2011 had endometrial biopsy and preoperative ultrasound for ablation : findings: the uterus is anteverted measuring 8.2 x 3.3 x 4.9 cm without focal fibroids. Several small endometrial/myometrial cysts. Both ovaries are visualized. The right ovary measures 3.5 x 2.0 x 2.2 cm of peripheral follicles the left ovary is seen on transabdominal imaging only measuring 2.2 x 1.6 x 1.7 cm on (B)(6) 2014 had cyrus diagnostic imaging findings : the uterus measures 7.9x 4.8 x 3.9cm. There is a 7.0 x 6.d mm simple cyst in the lower uterine segment. The endometrium measures 4.0mm. Hypoechoic area in the upper body measuring 1.8x1.5 cm. The right ovary measures 2.3x1.3x2.4cm the left ovary measures 2.3x2.1x2.1 cm. Small subcontinental simple cycts in the right ovary. The left ovary shows no cyst or solid mass. No free fluid in the cul-de-sac. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dyspareunia most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, reporter added, lot number updated from 740661 to 740651. Concomitant condition and drug added, historical drug added, events added as follows:- vaginal bleeding, menorrhagia, pelvic pain, abdominal pain incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the radiologist did not see my essure in the ultrasound"), abdominal pain lower ("severe lower abdominal / severe, lower abdominal cramping, even when not menstruating"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 39-year-old female patient who had essure (batch no. 740661-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included chickenpox, mammoplasty, augmentation mammoplasty on (B)(6) 2008, endometrial ablation, gravida ii and parity 2 ((B)(6) 1998 and (B)(6) 2000). The patient is non smoker/ no tobacco user, alcohol use ¿ occasional alcohol use. Previously administered products included for prevention of unwanted pregnancy: mirena iud from 2007 to 12-aug-2010 and birth control pills from 2005 to 2007. Concurrent conditions included human papilloma virus test positive (hx of abnormal pap), neoplasm malignant, sexually active, pelvic pain, genital bleeding, uterine bleeding and body mass index normal. Concomitant products included valaciclovir hydrochloride (valtrex) for vaginitis and vulvovaginitis as well as anaesthetics (anesthesia), contraceptives nos, ibuprofen since 2012 and oxycodone since 2012. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 2 months 20 days after insertion of essure, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), dyspareunia ("unconfortable sexual intercourse"), uterine pain ("uterine pain"), back pain ("severe, back pain / lower back pain"), paraesthesia ("tingling iri lower extremities that coincided with radiating back pain"), uterine cyst ("development of cystic uterine lesions"), pelvic pain ("pelvis pain / pain"), abdominal pain ("abdominal pain"), ovarian cyst ("I started getting painful cysts on my ovaries"), ovulation pain ("painful ovulation") and weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, ovarian cyst, ovulation pain and weight increased outcome was unknown, the abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, uterine pain, back pain, pelvic pain and abdominal pain had resolved and the dyspareunia, paraesthesia and uterine cyst had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, ovarian cyst, ovulation pain, paraesthesia, pelvic pain, uterine cyst, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement: app. 145 ibs. Events bleeding and pain resolved after recovery from removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tube. On (B)(6) 2011 had endometrial biopsy and preoperative ultrasound for ablation : findings: the uterus is anteverted measuring 8.2 x 3.3 x 4.9 cm without focal fibroids. Several small endometrial/myometrial cysts. Both ovaries are visualized. The right ovary measures 3.5 x 2.0 x 2.2 cm of peripheral follicles the left ovary is seen on transabdominal imaging only measuring 2.2 x 1.6 x 1.7 cm on (B)(6) 2014 had cyrus diagnostic imaging findings : the uterus measures 7.9x 4.8 x 3.9cm. There is a 7.0 x 6.d mm simple cyst in the lower uterine segment. The endometrium measures 4.0mm. Hypoechoic area in the upper body measuring 1.8x1.5 cm. The right ovary measures 2.3x1.3x2.4cm the left ovary measures 2.3x2.1x2.1 cm. Small subcentimeter simple cycts in the right ovary. The left ovary shows no cyst or solid mass. No free fluid in the cul-de-sac. Ultrasound : cysts on ovary. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dyspareunia ¿concerning the injuries reported in this case, the following ones were described in social media: ovarian cyst, device dislocation, ovulation pain, weight increased". Batch number 740661 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of ptc. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal / severe, lower abdominal cramping, even when not menstruating"), device dislocation ("the radiologist did not see my essure in the ultrasound"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 39-year-old female patient who had essure (batch no. 740651-not invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included chickenpox, mammoplasty, augmentation mammoplasty on (B)(6) 2008, endometrial ablation, gravida ii and parity 2 (B)(6) 1998 and (B)(6)2000). The patinet is non smoker/ no tobacco user, alcohol use ¿ occasional alcohol use. Previously administered products included for prevention of unwanted pregnancy: mirena iud from 2007 to 12-aug-2010 and birth control pills from 2005 to 2007. Concurrent conditions included human papilloma virus test positive (hx of abnormal pap), neoplasm malignant, sexually active, pelvic pain, genital bleeding, uterine bleeding and body mass index normal. Concomitant products included valaciclovir hydrochloride (valtrex) for vaginitis and vulvovaginitis as well as anaesthetics (anesthesia), contraceptives nos, ibuprofen since 2012 and oxycodone since 2012. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 2 months 20 days after insertion of essure, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("uncomfortable sexual intercourse"), uterine pain ("uterine pain"), back pain ("severe, back pain / lower back pain"), paraesthesia ("tingling iri lower extremities that coincided with radiating back pain"), uterine cyst ("development of cystic uterine lesions"), pelvic pain ("pelvis pain / pain"), abdominal pain ("abdominal pain"), ovarian cyst ("I started getting painful cysts on my ovaries"), ovulation pain ("painful ovulation") and weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy), surgery (total laparoscopic hysterectomy bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, uterine pain, back pain, pelvic pain and abdominal pain had resolved, the device dislocation, ovarian cyst, ovulation pain and weight increased outcome was unknown and the dyspareunia, paraesthesia and uterine cyst had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, ovarian cyst, ovulation pain, paraesthesia, pelvic pain, uterine cyst, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement: app. 145 ibs. Events bleeding and pain resolved after recovery from removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tube on (B)(6) 2011 had endometrial biopsy and preoperative ultrasound for ablation : findings: the uterus is anteverted measuring 8.2 x 3.3 x 4.9 cm without focal fibroids. Several small endometrial/myometrial cysts. Both ovaries are visualized. The right ovary measures 3.5 x 2.0 x 2.2 cm of peripheral follicles the left ovary is seen on transabdominal imaging only measuring 2.2 x 1.6 x 1.7 cm on (B)(6) 2014 had cyrus diagnostic imaging findings : the uterus measures 7.9x 4.8 x 3.9cm. There is a 7.0 x 6.d mm simple cyst in the lower uterine segment. The endometrium measures 4.0mm. Hypoechoic area in the upper body measuring 1.8x1.5 cm. The right ovary measures 2.3x1.3x2.4cm the left ovary measures 2.3x2.1x2.1 cm. Small subcentimeter simple cycts in the right ovary. The left ovary shows no cyst or solid mass. No free fluid in the cul-de-sac. Ultrasound : cysts on ovary. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dyspareunia ¿concerning the injuries reported in this case, the following ones were described in social media : ovarian cyst, device dislocation, ovulation pain, weight increased" quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal / severe, lower abdominal cramping, even when not menstruating"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 39-year-old female patient who had essure (batch no. 740651) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included chickenpox, mammoplasty, augmentation mammoplasty on (B)(6) 2008, endometrial ablation, gravida ii and parity 2 ((B)(6) 1998 and (B)(6) 2000). The patinet is non smoker/ no tobacco user, alcohol use ¿ occasional alcohol use. Previously administered products included for prevention of unwanted pregnancy: mirena iud from 2007 to (B)(6) 2010 and birth control pills from 2005 to 2007. Concurrent conditions included human papilloma virus test positive (hx of abnormal pap), neoplasm malignant, sexually active, pelvic pain, genital bleeding, uterine bleeding and body mass index normal. Concomitant products included valaciclovir hydrochloride (valtrex) for vaginitis and vulvovaginitis as well as anaesthetics (anesthesia), contraceptives nos, ibuprofen since 2012 and oxycodone since 2012. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 2 months 20 days after insertion of essure, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dyspareunia ("unconfortable sexual intercourse"), uterine pain ("uterine pain"), back pain ("severe, back pain / lower back pain"), paraesthesia ("tingling iri lower extremities that coincided with radiating back pain"), uterine cyst ("development of cystic uterine lesions"), pelvic pain ("pelvis pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, uterine pain, back pain, pelvic pain and abdominal pain had resolved and the dyspareunia, paraesthesia and uterine cyst had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, menorrhagia, paraesthesia, pelvic pain, uterine cyst, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: approximate weight at the time of essure placement: app. 145 ibs. Events bleeding and pain resolved after recovery from removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tube . On (B)(6) 2011 had endometrial biopsy and preoperative ultrasound for ablation : findings: the uterus is anteverted measuring 8.2 x 3.3 x 4.9 cm without focal fibroids. Several small endometrial/myometrial cysts. Both ovaries are visualized. The right ovary measures 3.5 x 2.0 x 2.2 cm of peripheral follicles the left ovary is seen on transabdominal imaging only measuring 2.2 x 1.6 x 1.7 cm on (B)(6) 2014 had cyrus diagnostic imaging. Findings : the uterus measures 7.9x 4.8 x 3.9cm. There is a 7.0 x 6.d mm simple cyst in the lower uterine segment. The endometrium measures 4.0mm. Hypoechoic area in the upper body measuring 1.8x1.5 cm. The right ovary measures 2.3x1.3x2.4cm the left ovary measures 2.3x2.1x2.1 cm. Small subcentimeter simple cycts in the right ovary. The left ovary shows no cyst or solid mass. No free fluid in the cul-de-sac. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dyspareunia. Most recent follow-up information incorporated above includes: on 25-may-2018: pfs received, reporter added, lot number confirmed. Events bleeding and pain resolved after recovery from removal surgery. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal / severe, lower abdominal cramping, even when not menstruating") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), uterine pain ("uterine pain"), back pain ("severe, back pain"), paraesthesia ("tingling iri lower extremities that coincided with radiating back pain"), uterine disorder ("development of cystic uterine lesions") and dyspareunia ("uterine lesion"). The patient was treated with surgery. At the time of the report, the abdominal pain lower, dysmenorrhoea, uterine pain, back pain, paraesthesia, uterine disorder and dyspareunia had not resolved. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, paraesthesia, uterine disorder and uterine pain to be related to essure. The reporter commented: plaintiff complained about these symptoms to her healthcare providers. Accordingly,plaintiff has since been scheduled for a total hysterectomy and bilateral salpingectomy on (B)(6) 2017. In the meantime, because plaintiff has not yet been able to undergo surgery to remove the essure micro-inserts, she continues to suffer from the symptoms outlined above. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tube incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal / severe, lower abdominal cramping, even when not menstruating") in an adult female patient who had essure (batch no. 740661) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included chickenpox, mammoplasty, augmentation mammoplasty on (B)(6) 2008 and endometrial ablation. The patinet is non smoker/ no tobacco user, alcohol use ¿ occasional alcohol use. Concurrent conditions included human papilloma virus test positive (hx of abnormal pap), neoplasm malignant, sexually active, pelvic pain, genital bleeding and uterine bleeding. Concomitant products included valaciclovir hydrochloride (valtrex) for vaginitis and vulvovaginitis as well as anaesthetics (anesthesia) and contraceptives nos. In 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dyspareunia ("unconfortable sexual intercourse"), dysmenorrhoea ("abnormally severe menstrual pain"), uterine pain ("uterine pain"), back pain ("severe, back pain"), paraesthesia ("tingling iri lower extremities that coincided with radiating back pain") and uterine cyst ("development of cystic uterine lesions"). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, dyspareunia, dysmenorrhoea, uterine pain, back pain, paraesthesia and uterine cyst had not resolved. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, paraesthesia, uterine cyst and uterine pain to be related to essure. The reporter commented: plaintiff complained about these symptoms to her healthcare providers. Accordingly,plaintiff has since been scheduled for a total hysterectomy and bilateral salpingectomy on (B)(6) 2017.the meantime, because plaintiff has not yet been able to undergo surgery to remove the essure micro-inserts, she continues to suffer from the symptoms outlined above. The patient tolerated the procedure well. There were at least five to eight coils seen on both tubal ostia. Failed endometrial ablation with abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tube. On (B)(6) 2011 had endometrial biopsy and preoperative ultrasound for ablation : findings: the uterus is anteverted measuring 8.2 x 3.3 x 4.9 cm without focal fibroids. Several small endometrial/myometrial cysts. Both ovaries are visualized. The right ovary measures 3.5 x 2.0 x 2.2 cm of peripheral follicles the left ovary is seen on transabdominal imaging only measuring 2.2 x 1.6 x 1.7 cm on (B)(6) 2014 had cyrus diagnostic imaging findings : the uterus measures 7.9x 4.8 x 3.9cm. There is a 7.0 x 6.d mm simple cyst in the lower uterine segment. The endometrium measures 4.0mm. Hypoechoic area in the upper body measuring 1.8x1.5 cm. The right ovary measures 2.3x1.3x2.4cm the left ovary measures 2.3x2.1x2.1 cm. Small subcentimeter simple cycts in the right ovary. The left ovary shows no cyst or solid mass. No free fluid in the cul-de-sac. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dyspareunia. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical record received. Reporter were added. Historical condition, concomitant disease added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal / severe, lower abdominal cramping, even when not menstruating") in an adult female patient who had essure (batch no. 740661) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included chickenpox, mammoplasty and augmentation mammoplasty on (B)(6) 2008. The patient is non smoker/ no tobacco user, alcohol use ¿ occasional alcohol use. Concurrent conditions included human papilloma virus test positive (hx of abnormal pap), neoplasm malignant and sexually active. Concomitant products included valaciclovir hydrochloride (valtrex) for vaginitis and vulvovaginitis as well as anaesthetics (anesthesia) and contraceptives nos. On (B)(6), the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), uterine pain ("uterine pain"), back pain ("severe, back pain"), paraesthesia ("tingling iri lower extremities that coincided with radiating back pain"), uterine cyst ("development of cystic uterine lesions") and dyspareunia ("uterine lesion"). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, dysmenorrhoea, uterine pain, back pain, paraesthesia, uterine cyst and dyspareunia had not resolved. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, paraesthesia, uterine cyst and uterine pain to be related to essure. The reporter commented: plaintiff complained about these symptoms to her healthcare providers. Accordingly,plaintiff has since been scheduled for a total hysterectomy and bilateral salpingectomy on (B)(6) 2017.the meantime, because plaintiff has not yet been able to undergo surgery to remove the essure micro-inserts, she continues to suffer from the symptoms outlined above. The patient tolerated the procedure well. There were at least five to eight coils seen on both tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tube. On (B)(6) 2011 had endometrial biopsy and preoperative ultrasound for ablation: findings: the uterus is anteverted measuring 8.2 x 3.3 x 4.9 cm without focal fibroids. Several small endometrial/myometrial cysts. Both ovaries are visualized. The right ovary measures 3.5 x 2.0 x 2.2 cm of peripheral follicles the left ovary is seen on transabdominal imaging only measuring 2.2 x 1.6 x 1.7 cm on (B)(6) 2014 had cyrus diagnostic imaging findings : the uterus measures 7.9x 4.8 x 3.9cm. There is a 7.0 x 6.d mm simple cyst in the lower uterine segment. The endometrium measures 4.0mm. Hypoechoic area in the upper body measuring 1.8x1.5 cm. The right ovary measures 2.3x1.3x2.4cm the left ovary measures 2.3x2.1x2.1 cm. Small subcentimeter simple cycts in the right ovary. The left ovary shows no cyst or solid mass. No free fluid in the cul-de-sac. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received : essure lot number received and concomitant and historic condition and patient demographic and reporter added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.